Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent if add'l pertinent info is received.

Event description:
The event is reported as: per med-watch report: force 2 generator had power surge and the electrosurgical coagulation suction arched and burned the surgeon's finger (minor burn). No harm to the pt reported.